Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose levels were too high to register on the glucose meter. Prior to the event, the customer experienced high blood glucose levels all day and woke up vomiting. The wife stated that the infusion set was removed, and the cannula was bent. The wife was too tired to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.